Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment was not able to confirm the reported complaint, however a review of the logs indicated a patient circuit leak had occurred. The unit was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI # (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during patient use. There was no report of patient injury.